Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and replaced the fill manifold assembly to fix the issue. The fse then performed full calibration and all functional and safety test per factory specifications. The unit passed all tests performed and return to customer and clear for clinical use.

Event description:
It was reported that during precheck , the cs300 intra-aortic balloon pump (iabp) unit had autofill failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.